Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 9 months post implant of this 29mm aortic bioprosthetic valve, the patient presented to the emergency room with symptoms of a stroke. An echocardiogram was performed which indicated a flailed leaflet with "incipient" aortic insufficiency and a mean gradient of 23mmhg. The valve successfully was replaced valve-in-valve with a transcatheter valve, with no additional adverse patient effects reported.